Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white display upon boot up and that the service indicator was illuminated. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation therapy if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control contacted the customer about the status of the device. It was confirmed that the device had not been repaired and the customer will replace the device. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a white display upon boot up and that the service indicator was illuminated. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation therapy if it were necessary. There was no patient use associated with the reported event.